Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. All the applicable in-process and final inspection tests had acceptable results. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: there is a possible temporal association between the liberty cycler set and the patient¿s peritonitis event with hospitalization and subsequent transition to hemodialysis (hd) therapy. However, there have been no reported malfunction allegations against the liberty cycler set associated with a causal relationship to the patient¿s peritonitis event. Additionally, the peritoneal dialysis (pd) nurse reported the cause of the peritonitis infection was related to touch contamination (breach in aseptic technique during continuous cyclic peritoneal dialysis (ccpd) therapy, which is very likely to be causally related to the patient¿s peritonitis infection.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was in the hospital for peritonitis. The pd nurse stated that the contraction of the peritonitis was believed to be secondary to touch contamination due to the presence of a gram+ species. The patient did not have any prescription changes while on pd therapy. The patient was discharged from the hospital to a rehabilitation facility on an unknown date. The outcome of the event is considered resolving. The pd nurse also reported that the patient was not following fluid intake guidelines and was having difficulty in fluid removal attributed to uncontrolled blood sugar. During the last several months of pd therapy, the patient was no longer producing urine. Based on the patient¿s additional fluid and peritonitis diagnoses, the patient was transitioned to hemodialysis therapy on an unknown date. This has resulted in increased efficacy in replacement therapy with adequate fluid removal accompanied with weight loss and satisfactory control of blood sugar levels.